Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with insulin pen. Customer stated that there was no air bubble and leak. Customer stated that insulin exited with quick release. Customer stated that the insulin pump was under delivering because customer was giving insulin and blood glucose was still high. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will not be returned for analysis.